Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user was throwing up all night due to a stomach virus, and his blood glucose (bg) has been rising this morning to a peak of 401 mg/dl. When the patient changed supplies, he did not see any damage to the cannula or infusion set. The patient disconnected from the ilet and gave himself a manual insulin injection. The patient was on vacation and believes the insulin might have frozen in the freezer. The patient did not require any outside intervention during the reported event.